Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri). The device was explanted and replaced. After explanting the device they were unable to interrogate it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the device ceramic capacitor had shorting/low resistance. (B)(4).